Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section is cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ccu plug of the video cable section is damaged should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the camera cable unit plug of the video cable section was damaged and the cover glass of the insertion section was cracked. There was no patient involvement.